Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge in continence and fecal incontinence it was reported that they patient had some irritation from the antibiotics they started on (B)(6) 2018 for a bladder infection and trial stated on (B)(6) 2018. They also reported that the saw blood on their bandage but that it was dry.